Event description:
Received info that all insulin delivery stopped. Reportedly, customer's blood glucose level was (300mg/dl).

Manufacturer narrative:
The device has been received for eval; however, the eval is not complete. A supplemental report will be submitted upon completion of the eval.